Manufacturer narrative:
Multiple attempts have been made to obtain medical records from the inpatient user facility and have not been received to date. If more records become available, a follow up report will be submitted.

Event description:
Report number (B)(4) was received from (B)(4) stating a pt had stopped breathing and heart stopped within 10 minutes of the pt's second hemodialysis treatment being initiated. The pt was revived and hemodialysis was stopped for the day. The pt continues with hemodialysis therapy on the fresenius optiflux dialyzer with no known further complications or sequelae. There is no sample available for evaluation.